Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#:(B)(4), product type: recharger. Product ID: 97754, serial#: unknown, product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the 37761 sn#: (B)(4) found evidence of broken connector pins. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type I, spinal pain. It was reported that the desktop charger (dtc) had a broken connector pin, and that the connector had been working intermittently for a year. The patient was unable to charge their ins, and that the ins is now "dead". A replacement dtc was sent. No additional patient symptoms or additional device complications were reported with this event.